Manufacturer narrative:
The reported complaint of the autopulse platform (sn (B)(6)) displayed fault code 16 (timeout moving to take-up position) and user advisory (ua) 23 (compression will exceed 3 revolutions) error messages were confirmed during archive data review, however, only fault code 16 was confirmed during the functional testing. The brake body was seized from the rust/corrosion, which prevented the brake from opening/closing during activation, resulting in fault code 16, likely due to user maintenance. Frequent daily device checks and storing the autopulse platform in a low-humidity location could help prevent the brake gap from seizing. Based on archive data review, fault code 16 (timeout moving to take-up position) and ua23 (compression will exceed 3 revolutions) error messages were observed around the event date, thus confirming the reported complaint. The autopulse platform failed initial functional testing due to fault code 16, thus confirming the reported complaint. The drive train motor appears to have rust/corrosion at the brake housing area. The motor's brake assembly was seized and prevented the motor from rotating (initiate compression) which likely generated the fault code 16 and an intermittent ua 23 errors observed in the archive data. To remedy the fault code 16 and ua 23, ipa was used to clean and remove rust/corrosion at the brake housing area. The brake gap inspection was performed and verified the brake gap was within the specification of 0.008" ±0.001". The platform was tested with the large resuscitation test fixture (lrtf) without any fault or error. Following service, the autopulse platform was subjected to the run-in test using the 95% patient large resuscitation test fixture (lrtf) with good known test batteries without any fault or error. The autopulse platform passed the final testing without any fault or error. Historical complaints were reviewed for service information related to the reported complaint, and there were no similar complaints reported for the autopulse platform with serial number (B)(6).

Event description:
During the patient call, the autopulse platform (sn (B)(6) displayed a fault code 16 (timeout moving to take-up position) message followed by a user advisory (ua) 23 (compression will exceed three revolutions) error message. The customer replaced the lifeband but the error persisted. The crew switched to manual CPR. No consequences or impact to the patient.

Manufacturer narrative:
Zoll has not received the platform for investigation. A follow-up report will be submitted when the product is returned, and the investigation has been completed.